Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: (B)(6), version #: 2.1.0   h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that while registering for a case, when utilizing the trace method the pointed were displayed "scattered everywhere, buried under the skin". Surgeon swapped to acquiring touchpoints and achieved a passing registration. Surgeon reported navigation was then "off" by 1 millimeter (mm) but continued with navigation. Patient present, 15 minute delay. No known impact to patient outcome.

Manufacturer narrative:
H3, h6: a software analysis was initiated. One of the session logs matched with the incident description. However, the software evaluation found that a probable cause was unable to be determined. Log analysis did not indicate the region/cause of inaccuracy and the reported behavior. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.